Event description:
It was reported that a merlin.net transmission showed a nonsustained noise episode due to post paced t-wave oversensing. The patient was asymptomatic. Reprogramming the device was performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.